Event description:
Healthcare professional (hcp) reported, injecting a patient with an unspecified juvéderm product. Hcp states, the patient is experiencing "inflammatory response /nodules" in the treatment area. Hcp later reported, "I did 2 reversals in 2 different areas on client. And believe product was well dissolved. There was minimal to nil product placed in area of concern for client". Symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6:. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication. And analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.